Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. In 2009 (exact dates unknown), the pump would "flood my system with baclofen". The patient would become dizzy, short of breath, black out, and be in slow motion. There were volume discrepancies at refills, but specifics were not provided. The patient was still implanted, but she no longer used the pump. The change in therapy/symptoms was sudden. Trouble shooting, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.